Manufacturer narrative:
E1: reporter and reporting institution phone # (B)(6). A philips field service engineer (fse) evaluated the device and found that the power control system (apc) couldn't detect the antennas because there was an issue with how ip addresses were being managed (dhcp). They restarted the antennas, and they reconnected. To prevent this issue from happening again, they expanded the range of ip addresses available. After configuration changed were made the device was confirmed to be operating per specifications. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the patient information center ix indicating that they do not detect any of the telemetry in any of the repeaters and there was no sound alarm. The device was in use at the time of the event. No adverse event occurred.